Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed. And the (B)(6) FDA registration number has been used for the manufacture report number. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the line is shorter and the backflow of blood cannot be controlled."

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: the line is shorter and the backflow of blood cannot be controlled.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination functional testing and no issues were observed relating to the reported defects as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes. Bd was not able to identify a root cause for the indicated failure modes. Regarding the report of tubing being too short, there is a 12-inch type of this product with a longer tubing length than this product, so please consider using the 12-inch type. Our business team regularly reviews the collected data for identification of emerging trends.